Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2007 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2007 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia defect was identified and dissected. A perfix plug (device #1) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with left groin pian thereby underwent repair with entrapment of ilioinguinal and genitofemoral nerve. (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with sutures. Per operative notes, ¿the hernia defect was identified and repaired using prolene sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia with left hydrocele thereby underwent open repair with implant of 3d max (device #2). Per operative notes, ¿the scar was excised. The adhesions between testicle and scrotum were taken down. The hernia sac was identified and excised. A 3d max (device #2) was implanted using prolene sutures.¿